Manufacturer narrative:
C-1143 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. Additional information and the return of the device were requested in order to progress with the investigation, however, not all were provided, therefore, there was limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed; it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The reported device was not returned to corin UK for examination, however, as a result of feedback from the field, corin have initiated a project to review the design of these instruments. Based on this, corin now considers this case closed.

Event description:
The thread on a trinity std introducer / impactor handle is broken.